Event description:
The customer reported that the system would not power on. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The emergency stop button was found stuck and was replaced. The system was tested and found to be working as intended and put back into service.